Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-obstructive urinary retention. It was reported that a patient experienced shocking sensations through the entire body and pain.  The patient called expressing distress over the shocking sensations, which began shortly before the call. Assistance was provided to turn off the implant, which was initially set at 0.992, but the sensations persisted even after the device was turned off. The patient was advised to keep the stimulator off and consider seeking further medical care. The issue was ongoing, and the patient was provided with a technical support contact number.